Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k3e plus blood collection tubes that there was underfill or low draw of tube with blood. The following information was provided by the initial reporter: customer facing issues with low vaccuum and under filling.

Event description:
It was reported that while using the bd vacutainer® k3e plus blood collection tubes that there was underfill or low draw of tube with blood. The following information was provided by the initial reporter: customer facing issues with low vaccuum and under filling.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photograph. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.